Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on (B)(6) 2012. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. The high impedance was resolved within 40 minutes of the initial high impedance reading; however, a lead revision cannot be ruled out. Attempts to obtain additional information have been unsuccessful to date.